Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. Since the implantation of mesh device, the patient has experienced erosion and persistent pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2009. Since the implantation of mesh device, the patient has experienced erosion and persistent pain. It was reported that the mesh was removed on (B)(6) 2009 due to pain, bleeding and abdominal mass, infections and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent a repair and cystoscopy.

Event description:
It was reported that the patient concurrently underwent a repair and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, urinary frequency and urinary tract infection.